Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient's ins was dead and the patient needed an MRI. It was reviewed that the patient would need to recharge the ins to access MRI mode. No symptoms were reported. Additional information received from the patient indicated that the device never gave them pain relief despite being reprogrammed multiple times. They also stated that they don't use the device because the stimulation was shocking them. The patient mentioned that they had a surgery in (B)(6) 2019 that reduced their pain to where they no longer needed the ins, thus they stopped recharging it.

Event description:
Additional information was received from the patient. The patient reported that she never recharged it. The patient reported that after several failed attempts to make it work to decrease her pain, she didn¿t recharge it. The patient reported that the ins was still dead and she met with a manufacturer¿s representative (rep) 5+ times to attempt to get pain relief but each failed. On (B)(6) 2020 the patient spoke with a rep and the rep stated they would document the phone call. The patient preferred not to recharge the battery as it would give her small ¿shocks.¿ the patient would like to have it all removed but I do not tolerate anesthesia and it was expensive. The patient found absolutely no pain relief from the device and on 2019-12-10 she had extensive surgery and now post-surgery her pain level was almost non-existent and maintained and managed on pain medications.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.